Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a yankauer. The customer reports that the tip of the yankauer in the hip prosthesis tray pack broke off at the very end of the yankauer where it squares off when used on a patient. The surgeon is sure it did not fall into patient. The customer reports that there was no injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.